Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager(stm) was dispatched to evaluate the iabp and could not reproduce the reported issue. The stm performed a touchscreen calibration and pumping was initiated from standby multiple times. The iabp passed all functional and safety checks to meet factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported by the customer that during a routine check, that the cardiosave intra-aortic balloon pump (iabp) stopped pumping. There was no patient involvement and no adverse event reported.

Event description:
It was reported by the customer that during a routine check, that the cardiosave intra-aortic balloon pump (iabp) stopped pumping. There was no patient involvement and no adverse event reported.